Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 410 mg/dl, which was treated with insulin pump and manual injections. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer mentioned a past event when insulin pump therapy began, customer over-delivered insulin causing low blood glucose of 11 mg/dl which resulted in hospitalization. Customer reported that even though insulin was delivered, the reservoir icon showed as being full. Customer also stated that her meter did not go on once blood glucose was high as it was supposed to. Insulin pump passed high pressure test. Customer mentioned having air bubbles and bent cannula. After troubleshooting, customer was advised to change infusion set and to contact healthcare professional regarding unexplained high blood glucose.